Event description:
Wire became unraveled during use. The wire was noticed as it was unraveling as they were pulling it out of the progreat catheter. They pulled the wire out and replaced it with a new wire to continue case.